Manufacturer narrative:
No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was discovered that the tip of a depth gauge was broken off. There were no adverse events identified as there was no procedure and no patient involvement. This complaint involves one (1) device: depth gauge with one part data. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(6). Manufacturing date: october 21, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: one depth gauge for locking screws (part 03.010.072, lot 9044882) was received for investigation. The device was returned with minimal cosmetic damage that is consistent with use and sterilization. The distal hooked tip of the device is extremely bent and wavy. The damage does not appear to be the result of normal use. Rather, it appears to be the result of damage during cleaning/sterilization when in a disassembled state. But the exact cause of the deformation could not be determined. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned depth gauge is an additional instrument used during femoral, tibial, and humeral nail implantations for determining the length of locking screw, its proper use and maintenance are addressed in various technique guides. The complaint condition was most likely due to rough handling in sterile processing and wear/tear over the life of the instrument, rather than the design of the instrument. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.